Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product problem changed to adverse event and product problem after receiving additional information. Changed to serious injury from malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the patient got a new ins that wasn't rechargeable because their ins would not hold a charge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he was charging too often. The patient reported that he was charging all the time and the charge didn't hold as long as he'd like, so he was not satisfied with the battery. The patient reported that he tried calling a manufacturer¿s representative (rep) but had not heard back. No further complications were reported.